Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, at the beginning of the procedure, a fluid loss alarm was generated at a rate of 85 cc per minute (fluid temperature approximately 41 degrees celsius). The control unit was restarted and another fluid loss alarm was generated at 85 cc per minute (same fluid temperature as previous alarm). At this point, leaking was noted at the cervix. It should be noted that the patient had an abnormal cavity. The procedure resumed with a clamp placed on the cervix to stop the leaking. The second ablation was completed with cavity distention issues. Upon examination of the cavity, it was determined that the back half of the uterus had not been adequately treated so a decision was made to perform another ablation on the back side of the cavity which was completed successfully. Clinical follow up information revealed that no burns were sustained and there was no indication of over dilation. There were no patient complications reported with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.